Manufacturer narrative:
The reported event of high pacing impedance was confirmed. The device was received at normal voltage with intermittent high lead impedance. Session records and device image analysis indicated high lead impedance occurred. Initial lab tests reproduced the reported condition of high pacing impedance, but this condition recovered during lab testing could not be reproduced. The high pacing lead impedance is consistent with a hybrid anomaly.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited a high pacing impedance and loss of capture, which contributed to symptoms of syncope and dizziness. The patient's ICD was explanted and successfully replaced. The patient was recovering.